Event description:
It was reported that the implantable neurostimulator (ins) had a ¿battery problem¿ whereby it ¿lasted only six months.¿ it was stated that ¿it could be that the parameters were high¿ and that this may have led or contributed to the issue; however, it was also noted that the ins had ¿suffered this discharge¿ after very little use time and that ¿it was notnormal for a neurostimulator to discharge very quickly.¿ a ¿defect in the product after such a short period of use¿ was reported. It was ¿believed there was a problem with the product¿ since ¿the battery of the ins did not last even six months of use.¿ the patient was noted to have required hospitalization, as they were ¿admitted for explantation.¿ the issue was not resolved and the ins was explanted as a result of the issue. It was noted that there was not yet a replacement ins as of (B)(6) 2024 . The patient was alive with no injury at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
G2 country: brazil medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Device analysis for ins nma748554h revealed battery depletion, normal end of life. Telemetry okay and no output (end of service). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.